Manufacturer narrative:
Concomitant medical product: 1258t lead, implanted: (B)(6) 2012; g125 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and increasing thresholds as well as high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.